Event description:
It was reported that the ilet did not display a cgm reading from a dexcom g7 while the dexcom app showed data, and the user manually entered a blood glucose value and toggled cgm settings from g7 to g6 and back, after which the ilet began displaying readings; the user experienced hyperglycemia with a peak of 322 mg/dl for about one hour and no alerts above 300 mg/dl for over 90 minutes. Symptoms included elevated blood glucose without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no use of backup therapy, no ketone testing, no medical intervention, and the user¿s glucose decreasing during follow-up. Investigation included troubleshooting, education on infusion set management, and device pairing steps. Investigation of this case revealed the device resumed cgm display after configuration toggling and time for pairing. It was concluded that the event involved transient cgm pairing failure limited to the ilet with subsequent recovery and no reported injury. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.